Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised. Original reason for revision was dissociation of the liner from the shell. Intra-operatively, the following were noted: deformation of the liner, metallosis due to impingement of the stem on the shell, and the surgeon reported the stem was too small for the patient's anatomy (rep confirmed there are no allegations against the femoral stem's actual vs. Reported size). The stem, head, and liner were revised. Rep provided primary and revision usage and an explant picture, and confirmed that no further information will be released by the hospital or surgeon.